Event description:
It was also reported, the head-end jack was not functioning to spec as the jack allegedly was not lowering when the hydraulic release pedal was activated.

Manufacturer narrative:
Na